Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the issue was discovered prior to a procedure by the clinical specialist. It was clarified the pedicle probe was bent coming out of the tray. The probe was not used for the procedure.

Manufacturer narrative:
The pedicle probe was returned to the manufacturer for analysis. After visual examination, it was noted that the tip of the returned probe is severely bent. The hardware investigation found that the reported event was related to a hardware issue. Codes are related to the hardware analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the 2.25 pedicle probe was damaged. There was no patient present at the time of the event.